Event description:
Case description: spontaneous report was received on 06-dec-2012 from a physician regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis. The patient's medical history was significant for gonarthrosis, osteoarthritis of lumbar spine, periarthritis scapulohumeralis, osteoporosis, pain and previous treatment with synvisc. On (B)(6) 2012, the patient initiated second course of synvisc (hylan g-f 20) injection at a dose of 2 ml, once per week (route and site not provided). The lot number of synvisc was not provided. On the same day, the patient developed the event of arthritis and joint fluid retention. Synovial fluid culture test revealed the events were non pyogenic. It was reported that the pyrophosphoric acid and urinary acid were negative, which indicated absence of gout or pseudogout. The patient received treatment with triamcinolone acetonide injection. It was reported that on an unspecified date in 2012, the patient had suvenyl injection and her knee condition had been fine. The action taken with synvisc treatment was not provided. On (B)(6) 2012, the patient recovered from the events of arthritis and joint fluid retention. Relevant concomitant medications included risedronate sodium hydrate. The intensity for both the events was not provided. The reporting physician assessed the relationship between synvisc and both the events as probable. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.